Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an abdominal perineal resection procedure, upon assembly in placement on desired tissue, the device cannot be fired although assembly of device has been done following proper instructions. Another like device was used to complete the procedure. Delay of five minutes. There were no adverse consequences for the patient reported.